Manufacturer narrative:
The subject device has not been returned to olympus medical systems corp. (Omsc). The exact cause could not be conclusively determined. As the result of checking the manufacturing record of the same lot, there was nothing abnormal detected. This type of event is likely related to the operator's technique. Based on the similar cases in the past, it is known that pneumothorax may occur due to abrupt angulation of the endoscope, pressing to the tissue with the device, and the device handling without position confirmation. The instruction manual of the subject device warns; *do not angulate the insertion portion of the endoscope abruptly while the distal end of the insertion portion is extended from the distal end of the endoscope. Doing so could cause patient injury, such as punctures, hemorrhages or mucous membrane damage. *do not force the instrument if resistance to insertion is encountered. Reduce the angulation until the instrument passes smoothly. Forcing the instrument could cause patient injury, such as punctures, hemorrhages or mucous membrane damage, and could damage the endoscope and/or instrument. * do not force the distal end of the insertion portion against body cavity tissue, and do not advance or extend the instrument abruptly. If you cannot see the distal end of the insertion portion properly, do not extend the brush from the tube or move the brush. Doing so could cause patient injury such as punctures, hemorrhages or mucus membrane damage. This report is being submitted as a medical device report in an abundance of caution.

Event description:
It was informed that the doctor checked the x-ray image after an endobronchial ultrasonography with a guide sheath. As a result, s/he found pneumothorax in the patient. The doctor determined that no additional treatment was required. The patient was discharged from the hospital. The doctor will follow up the patient. The doctor commented that the device had no malfunction during the procedure.